Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). Shortly after deployment, the valve dislodged, and was subsequently snared into the ascending aorta. The procedure was converted to surgical aortic valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b2 - outcome attributed to adverse event and death date b5 - additional information was received that prior to the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the dislodgement of the valve, a surgical aortic non-medtronic valve was implanted and graft replacement of a portion of the aorta for the intimal tear was performed. The cause of the intimal tear was unknown. The tear could have occurred while trying to advance the second valve through the first, when the first valve was snared into the ascending aorta or when the valve was removed from the aorta. It was speculated from the location of the tear that it may have occurred from the snaring of the valve. The patient died a few hours after leaving the operating room. The cause of death was not reported. An autopsy was not performed. H1 - type of reportable event h6 - patient code, method code additional code - health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the 26 millimeter (mm) transcatheter bioprosthetic valve was selected with 28% oversizing. It was noted that calcification was present on the native aortic valve. It was reported that, during the attempted delivery of the second valve, an inability to articulate the delivery catheter system (dcs) made it impossible to cross the dislodged valve. It was reported that the capsule was unable to bend through the dislodged valve. B5-updated event description e: initial reporter-updated first, middle and last name e2 - updated hcp e3-updated occupation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.